Event description:
The manufacturer received information alleging a ventilator was not maintaining set tidal volume. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not maintaining set tidal volume. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed or duplicated. The device performed to manufacturer's specifications.